Event description:
Reportedly, during testing, the touch panel did not work when the ventilator was booted. The device was not in use on a pt at the time of the event.

Manufacturer narrative:
(B)(4).